Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample received consisted of two palindrome catheters, which came inside a generic plastic bag and one of them presented signs of use (remains of blood). Visual inspection was performed and it was observed that the catheters did not present any visual defects. In order to confirm the reported condition a functional test was required. A syringe was connected to the red adapter and blue adapter in each catheter. The catheters were flushed and the fluid passed through the catheters. Both clamps were then securely clamped into the tubing and the fluid did not pass in any of the lumens. The reported condition was not confirmed. The manufacturing process was reviewed to determine potential points of damage to the clamps. The result was that the operations that are applied to the clamps are light and the handling of the pieces is manually done. There are no elements encountered during the manufacturing process that could contribute to the condition reported. As per the instruction for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing, which could impair its performance. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure the clamp must be correctly positioned which would be identified in the catheter assembly. The reported condition was not confirmed based on the evaluation of the sample provided. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the product was implanted into the patient and the ports had been flushed prior to handing the catheter to the physician for implementation. The clamp was securely clamped onto the tubing but didn't slow down the blood flow. The clamp appeared to be intact and clamped securely.

Manufacturer narrative:
Submit date: 2017/may/19. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the product was implanted into the patient and the ports had been flushed prior to handing the catheter to the physician for implementation. The clamp was securely clamped onto the tubing but didn't slow down the blood flow. The clamp appeared to be intact and clamped securely.